Manufacturer narrative:
Device passed the displacement test, however, received a64 alarm during self test due to faulty connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer's insulin pump alarmed with rf pic failed selftest. The customer's blood glucose level was 7.2 mmol/l at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.